Event description:
It was reported, that balloon rupture occurred. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon rupture. The device was removed, and the procedure was completed with different device. There were no patient complications nor injuries reported. And the patient was in good condition after the procedure.